Manufacturer narrative:
(B)(4). Additional concomitant medical products: all poly patella, catalog #: 42540000035, lot #: unk; cemented ps femur, catalog #: 42500006201, lot #: unk; ps fixed bearing articular surface, catalog #: 42511400511, lot #: unk; palacos rg 1x40 single, catalog #: 00111314001, lot #: unk. Customer has indicated that product will not be returned to zimmer biomet for investigation as the product remains implanted. Investigation is in process. When the investigation is complete, a follow-up MDR will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06677, 0001822565-2018-06678, 0001822565-2018-06679, 0001822565-2018-06680. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent a left knee procedure. Subsequently, patient has irritation on stomach and neck, left knee hot to touch, left knee pain, left knee limited range of motion and irritation on face.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the progress notes for the patient identified weakness, pain, swelling, mild effusion, and decreased rom. Device history record (DHR) was reviewed and no discrepancies were found. Per package insert: pain, swelling, difficult in walking, and poor range of motion are known adverse effects of this system. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: (B)(4).